Manufacturer narrative:
During follow-up, the patient said he felt no trauma or pain when catheterizing, but sometimes blood appears when he withdraws the catheter, and sometimes gets a uti. He noticed no defect or malfunction with the ultram12c products.

Event description:
Intermittent catheter patient (user) reported he acquired a urinary tract infection (uti) concurrent with the use of the ultram12c catheter in the month of (B)(6) 2020. During follow-up, the patient stated he was prescribed an antibiotic, took the full course, and recovered from the infection.